Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console (serial number: (B)(6)) operating on battery power despite being plugged into ac power was not able to be confirmed. The product was lost in transit, and therefore was not able to be evaluated. Additionally, no log files were submitted for review. Provided information indicated that the console was not in patient use at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 7.4 entitled ¿battery operation¿ cautions the user to confirm that the system is operating on ac or battery power by viewing the lit led for the appropriate power source on the indicator to the right of the display. Table 6 of the operating manual provides a visual representation of these leds. The 2nd generation centrimag system operating manual section 7.5 entitled ¿operation of the centrimag circulatory support system on internal console battery power¿ provides approximate console runtimes when operating on internal battery power. The 2nd generation centrimag system operating manual section 6.5 entitled ¿powering up the console¿ describes how to properly connect the console to ac power. The 2nd generation centrimag system operating manual table 13 describes all console alarms and alerts, including those related to the battery. In the event of a b6 on battery alert, the operator is instructed to verify that the user wants the console to operate on battery power. If so, carefully monitor the status of the battery charge indicator. The operator is also instructed to reconnect to the ac outlet as soon as possible. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag console would only work on battery power. The device alarmed for a communication error due to a hardware failure. The console was replaced.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.